Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that over the past month, all of the emergency room physicians have been experiencing difficulty with the spring wire guide's (swg) in this kit at insertion. They are alleging that 40% of the time, they are having issues with the swg becoming uncoiled in the patient soon after inserting it. As soon as they try to remove the needle from the patient after the swg is placed, the swg becomes uncoiled. Additional information received from the sales representative on 11/12/2010 stated she was told by the physician that no swg's have broken off in patient's as was previously stated. The swg's unraveled, but have been removed intact.